Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, while stapling the gastric pouch, the device presented a problem in the first stapling. The same did not work the black upper handle that was locked, the surgeon could not perform the stapling, even though all tests were performed. They opened a second stapler from the same lot, but the stapler presented the same problem, not functioning in the firing nor opening the loads because superior handle was locked. The competitor¿s stapler was used to complete the case. There was no patient injury.